Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported an implantable neurostimulator (ins) case damaged, which was found during a procedure. It was noted that during an ins replacement due to normal battery depletion, the ins was found with damage to the case. The ins was replaced with success and the consumer was receiving effective therapy. It was unknown if any factors led to the event. No troubleshooting was performed, and no actions/interventions taken. The issue was noted as resolved at the time of the reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not experience any trauma. The cause of the damage of the can could not be explained. The device would be returned as soon as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device would not be returned because it was lost. No further complications were re ported/anticipated.